Event description:
The patient was undergoing a coil embolization procedure to treat multiple aneurysms using the penumbra coil 400 system and px slim delivery microcatheter. During the procedure, the physician deployed eleven coils successfully through the px slim delivery microcatheter. The physician then felt resistance while deploying a penumbra coil 400 and was unable to detach the coil. The physician used forceps to pull the pusher wire and detach the penumbra coil 400. The physician then felt resistance while deploying another penumbra coil 400 and was unable to detach the coil and again used forceps to pull the pusher wire and detach the penumbra coil 400 as well. The physician then felt resistance while deploying another penumbra coil 400 and was unable to detach the coil. The physician attempted to use forceps to pull the pusher wire and detach the penumbra coil 400 as well, but the proximal part of the delivery pusher became broken and the physician was eventually able to detach the coil. The physician then felt resistance while deploying another penumbra coil 400 and was unable to detach the coil. The physician attempted to use forceps to pull the pusher wire and detach the penumbra coil 400 as well, but the proximal part of the delivery pusher became broken and the physician removed the penumbra coil 400 from the body. The procedure continued using the same px slim delivery microcatheter and another manufacturer's coils. The patient was well. Physician commented, "I have no idea what caused these events. Embolization in the proximal aneurysm became successful. I was wondering that the tortuous vessel caused the events because these happened in the distal aneurysm." There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device was implanted in the patient and the pusher wire was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Complaint related to emdr: 3005196-2014-00530, 3005196-2014-00531, 3005196-2014-00532. Device was implanted in the patient.